Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study with 40 out of 48 hours and it fell off after two hours. A copy of the study was sent in for review. The recorder worked correctly during the previous procedure and was returned to the customer and the study was uploaded. There was no patient and user harm and a repeat procedure was necessary.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory however, a picture was provided by the customer for analysis. From the sample that was returned for investigation it is impossible to determine if product met specifications or not. The visual inspection found no issues. The customer reported they had a short study with 40 out of 48 hours and it fell off after two hours. The investigation based on the picture sample did not identify anything that would have caused or contributed to the reported event. The investigation found that the accu view graph is missing and the picture sample is not enough to determine the failure. The failure root cause was not found since the sample that arrived for investigation is inadequate. From the sample it cannot be determined what is the root cause. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.